Manufacturer narrative:
Date of event - the event date was not reported so the aware date was used as an estimate.

Event description:
It was reported via social media that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. At an unknown time post procedure a blood clot was found. No further information is available at this time.